Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to surgical conversion.

Event description:
On (B)(6) 2018, the patient underwent treatment of a 7 cm abdominal aortic aneurysm. It was reported that after the first step of deployment of a gore® excluder® aaa endoprosthesis trunk-ipsilateral leg component was performed, there was difficulty cannulating the contralateral gate. It was reported the patient¿s aneurysm was large, resulting in a large flow lumen. It was also reported the patient¿s proximal neck was slightly angulated. However, there were reportedly no other factors of the patient¿s anatomy that caused or contributed to the difficulty during cannulation. According to the report, an attempt was made to reposition the trunk once to assist with cannulation, but it was reported the device did not move much due to the slight angulation of the proximal neck. It was also reported an attempt was made to access the gate proximally, but this was not successful. It was reported a decision was made to convert the patient to open repair due to the patient¿s renal insufficiency. According to the report, the trunk was explanted, and the aneurysm was repaired using a surgical graft. The patient reportedly tolerated the procedure.